Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the fill estimate gauge reading was inaccurate. Customer's blood glucose level (bg) ranged between 263-393 mg/dl and customer went to the emergency room (ER). Customer's bg levels were addressed by fluids and insulin. Customer left the ER with a bg level of 250 mg/dl and was stable. Reportedly, the customer continued to use the pump for insulin therapy.